Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/pain") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxious"), depression ("depressed"), headache ("headaches"), migraine ("migraines "), weight fluctuation ("weight gain / loss "), dysmenorrhoea ("dysmenorrhea (cramping)") and investigation noncompliance ("patient did not undergo an essure confirmation test"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral). Essure treatment was not changed. At the time of the report, the pelvic pain, anxiety and depression had not resolved and the headache, migraine, weight fluctuation, dysmenorrhoea and investigation noncompliance outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, headache, investigation noncompliance, migraine, pelvic pain and weight fluctuation to be related to essure. The reporter commented: patient sought treatment on multiple occasions. She be required to undergo surgical intervention as a result of her essure implants. She will be left with serious injuries quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/pain/extreme pelvic pain') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's previously administered products included for an unreported indication: nuva. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), migraine ("migraines") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight decreased ("weight gain / loss"). On an unknown date, the patient experienced anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (total hysterectomy, salpingectomy (bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved, the anxiety and depression had not resolved and the headache, migraine, weight decreased and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, headache, migraine, pelvic pain and weight decreased to be related to essure. The reporter commented: patient sought treatment on multiple occasions. She be required to undergo surgical intervention as a result of her essure implants. She will be left with serious injuries. Discrepancy note in (hysterectomy partial and bilateral salpingectomy (B)(6) 2015) quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jun-2019: pfs received. Event weight fluctuation was updated to weight loss. Outcome of event pelvic pain was updated. Historical drug was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/pain") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxious"), depression ("depressed"), headache ("headaches"), migraine ("migraines "), weight fluctuation ("weight gain / loss "), dysmenorrhoea ("dysmenorrhea (cramping)") and investigation noncompliance ("patient did not undergo an essure confirmation test"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral). Essure treatment was not changed. At the time of the report, the pelvic pain, anxiety and depression had not resolved and the headache, migraine, weight fluctuation, dysmenorrhoea and investigation noncompliance outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, headache, investigation noncompliance, migraine, pelvic pain and weight fluctuation to be related to essure. The reporter commented: patient sought treatment on multiple occasions. She be required to undergo surgical intervention as a result of her essure implants. She will be left with serious injuries most recent follow-up information incorporated above includes: on 25-jul-2018: plaintiff fact sheet received: reporters details added. Patient did not undergo an essure confirmation test, migraines, headaches, dysmenorrhea (cramping), pain, weight gain / loss. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.